Event description:
It is reported that the patient has a suspected loose knee.

Manufacturer narrative:
Information was received via medwatch report mw5039191. This report will be amended when our investigation is complete.